Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) states they are having problems with the stimulator and it's not working. Patient states the manufacturer representative (rep) said to call medtronic. Patient states not sure exactly if the ins stopped. Patient states before the ins was implanted, the patient was getting nerve stabs that buckled knees and put them to floor, patient states they had the ins implanted two years and been fantastic but a month ago started getting stabs again. Patient states they have tried to adjust. Patient states when charging, it will say excellent connection. Patient states a month ago started having stabs again. Patient states they have tried to adjust and doesn't seem to help at all no matter what they do. Patient states they have been having problems charging the ins a couple of times, pt states it will be charging and saying excellent and after 2.5 hours it was still saying 50%. Patient states they did this a few times and one time it  said to call medtronic. Patient states they are experiencing the same sharp burning stabbing pain in their lower left back. Patient states had unplugged it, etc. And found connection. Patient states they talked to a manufacturer representative (rep) last friday who advised to reboot remote by removing battery. Patient states they noticed on 3 and 4 went from .6v to 1.1v and the 4 went from .4v to .9v on its own. Patient services (pss) clarified that the pt is not getting shocked just a stab sensation in lower left back.  Pt has done reset the issue was not resolved through troubleshooting. Pss also reviewed to try the different groups set on the remote to see if anything helps. Pss reviewed, pt has an appt with the rep coming up and will work with them at the appt. Pt states the stimulation just turns off itself. A replacement recharger (rtm) was sent out to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reiterated the "zapping" and was experiencing the feeling they exp erienced prior to getting the ins implanted. Pt said the pain caused their knees to buckle and "put them on the floor." T said they had their controller and rtm replaced, but this did not resolve the issue. Pt mentioned they turned off their ins and were still getting zapped. When asked about the event date, pt said after they were sent the replacement controller, pt said they were still getting "zapped." Pt called their manufacturer representative (rep) friday or saturday and the rep told the pt to turn the ins down quite a bit or even turn the ins off. Pt said they turned the ins off and got the "same zap as before the ins was implanted." Pt said the ins was implanted to address the "zap." During the call, the pt connected to the ins with the controller. Controller charge was at 100% and ins charge was at 90%. Pt said their therapy was on. Pt turned their therapy off yesterday to see if turning their therapy off would help, but when the pt went to bed, they got intense pain in right side from hip "all the way down there;" pt got pain in muscles in leg, calf, butt, and hip. Pt described the pain as a "pulsing aching." Pt also described the pain as "muscles convulsing, like something was making them pulse." Pt said they turned back on their therapy and after about a hour, the pain started to go away starting in their hip, then their butt, thigh, and calf. Pt said they were then able to sleep because their pain went away. Pt said they had never turned their therapy off before until yesterday. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and patient. The rep said they saw the patient today and the impedances were excellent. The rep did notice when I changed from program c to program b that it automatically turned off the implant. The rep noted that this was only one time when they went through the system and could not get it to duplicate. The repalso took the battery out and reset the remote control. The rep said they couldn¿t find any issues with recharging but told the patient if it was acting up to take the battery out and let it reset and then most likely it would be good to go. The patient called and said they they received their replacement recharger antenna (rtm) but they were still having issues charging their implanted neurostimulator (ins). Pt noted they would be charging their ins for 30-45 minutes with excellent recharge quality but when they checked the controller, the ins battery didn't increase and the controller would stop charging even when the pt didn't move the rtm because they wore the belt. Pt noted they met with their rep today for reprogramming, but they were having problems with the controller. Pt not ed the controller went blank/unresponsive when their rep switched from group c to group b and their rep had to reset the controller. Pt noted their controller has been going blank/unresponsive for "probably a month or two ago." Pt noted they would start feeling mo re pain because they would check their controller and the controller said their stimulation was off even when the controller was just "on the counter." Patient services specialist (pss) sent an email to repair for a replacement controller.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger product ID 97745 lot# serial# (B)(6): product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.